Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one month prior to contacting lfs. On an unspecified date/time the patient reportedly obtained a blood glucose result in the "100's" with the subject meter and a reading in the "40's" with a second onetouch ultralink meter, performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing frequency and diabetes management are not known. After the alleged issue occurred it is not specified what action the patient took in regards to his diabetes regimen. It is not known if the patient developed any symptoms as a result of the reported inaccurate high reading and it is not clear if the patient received any form of medical intervention after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted the patient does not have the test strips available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is also no indication the patient received any form of medical intervention/treatment after the alleged issue occurred.